Event description:
The pt (B)(6) received an scs system including a percutaneous lead on (B)(6) 2011. It was reported that the pt lost stimulation. A diagnostic test revealed invalid impedance measurements for several lead contacts. Surgical intervention was undertaken on (B)(6) 2011 to address this issue. During the procedure, it was discovered that the pt's lead was fractured. The device was replaced and effective stimulation was recaptured for the pt. No further issues were reported.

Manufacturer narrative:
Eval, results: as received the lead was severely kinked with all wires broken approximately 9cm from the stimulation end. No functional testing was performed due to the broken wires in the lead segment. Most likely stress induced while the device was implanted. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history